Event description:
The balloon could not be deflated during an embolectomy procedure of the arterial tibialis posterior. The condition of the vessel was reported as soft. It was further reported that the vessel was opened and the balloon and catheter were successfully retrieved. No patient injuries were reported as a result of this event.